Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/failure to occlude') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included breast feeding on (B)(6) 2015, tooth disorder on (B)(6) 2014, rubella on (B)(6) 2014, varicella on (B)(6) 2014, cesarean delivery, without mention of indication on (B)(6) 2014, hyperthyroidism on (B)(6) 2014, pregnancy test positive on (B)(6) 2014, renal calculus, hypertension, flank pain, mastodynia, hyperthyroidism, goiter, thirst, graves' disease, right lower quadrant pain and endometriosis. Current weight (B)(6) lbs. Concurrent conditions included shortness of breath, palpitations and dry mouth. Concomitant products included atenolol, cyclobenzaprine, diazepam, hydrocodone bitartrate; paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), naproxen, norethisterone (norethindrone) and thiamazole (methimazole). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced basedow's disease ("graves disease"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with resuscitation (procedure used to remove your essure: bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, libido decreased, vaginal haemorrhage, menorrhagia, basedow's disease, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered basedow's disease, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015. Complete coils protruding into uterine cavity: right = 2, left = 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pathology test - on (B)(6) 2015: cesarean section; on (B)(6) 2018: a. Fallopian tubes, bilateral, salpingectomy: completely transected segments of fallopian tube, no significant histopathologic abnormality. Essure implants. (Gross diagnosis). B. Peritoneum, left pelvic sidewall, biopsy: endosalpingiosis.. Pregnancy test -on (B)(6) 2015: negative.. Ultrasound pelvis - on (B)(6) 2016: the right ovary demonstrates a hypoechoic area measuring 1.2 x 1.7 x 1.3 cm. It demonstrates questionable minimal vascularity versus artifact. Findings are e and may represent heterogeneous ovarian tissue. Overall the right ovary is within normal limits for size measuring 8.5 cc in volume. Given patient's age followup pelvic ultrasound recommended in 4-6 weeks to insure resolution.; on (B)(6) 2018: unremarkable study without evidence of adnexal mass. Essure device is not readily apparent. If clinically indicated, consider limited ap pelvis for further evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs and mr received: case has became serious incident. Previously reported event "injury nos" replaced with "perforation (fallopian tube(s))". New events were added: decreased libido, abnormal bleeding (vaginal, menorrhagia), graves disease, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, she did not undergo any essure confirmation test. Event onset date, patient history, lab data, concomitant drugs were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/failure to occlude') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included breast feeding on (B)(6) 2015, tooth disorder on (B)(6) 2014, rubella on (B)(6) 2014, varicella on (B)(6) 2014, cesarean delivery, without mention of indication on (B)(6) 2014, hyperthyroidism on (B)(6) 2014, pregnancy test positive on (B)(6) 2014, renal calculus, pregnancy induced hypertension, flank pain, mastodynia, hyperthyroidism, goiter, thirst, graves' disease, right lower quadrant pain and endometriosis. Current weight 160 lbs. Concurrent conditions included shortness of breath, palpitations and dry mouth. Concomitant products included atenolol, cyclobenzaprine, diazepam, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), naproxen, norethisterone (norethindrone) and thiamazole (methimazole). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced basedow's disease ("graves disease"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), libido decreased ("decreased libido"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with resuscitation (procedure used to remove your essure: bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, libido decreased, vaginal haemorrhage, menorrhagia, basedow's disease, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered basedow's disease, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: descripensy noted in date of insertion (B)(6) 2015. Complete coils protruding into uterine cavity: right = 2, left = 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pathology test - on (B)(6) 2015: cesarean section; on (B)(6) 2018: a. Fallopian tubes, bilateral, salpingectomy: completely transected segments of fallopian tube, no significant histopathologic abnormality. Essure implants. (Gross diagnosis). B. Peritoneum, left pelvic sidewall, biopsy: endosalpingiosis.. Pregnancy test - on (B)(6) 2015: negative.. Ultrasound pelvis - on (B)(6) 2016: the right ovary demonstrates a hypoechoic area measuring 1.2 x 1.7 x 1.3 cm. It demonstrates questionable minimal vascularity versus artifact. Findings are e and may represent heterogeneous ovarian tissue. Overall the right ovary is within normal limits for size measuring 8.5 cc in volume. Given patient's age followup pelvic ultrasound recommended in 4-6 weeks to insure resolution.; on (B)(6) 2018: 1. Unremarkable study without evidence of adnexal mass. 2. Essure device is not readily apparent. If clinically indicated, consider limited ap pelvis for further evaluation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.